Manufacturer narrative:
(B)(4).

Event description:
On 2015-dec-15 information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implanted pump system. The hcp stated that they had infections with pain pump patients. It had been seen repetitively when utilizing old drug from the old pump in the new pump. They specifically called out drugs of clonidine and morphine. They stated this was "just a sidebar conversation with risk folks and the chief medical officer", but the hcp did not have other details.